Event description:
It was reported that a small volume folfusor did not completely deflate at the time of removal causing the drug to be under-infused. It was not reported the volume of solution that remained in the device. The device contained fluorouracil. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured between may 26, 2022 and may 27, 2022. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph showed fluid inside the bladder which suggested a possible underinfusion. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.